Event description:
It was reported a jam shidi broke off in patient because it was malleted into existing sacral screws during a revision and replacement of xia3 sacral screws.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported event of "jam shidi broke off in patient because it was malleted into existing sacral screws during a revision and replacement of xia 3 sacral screws" is contrary to the usage of this instrument as the surgical technique outlines the purpose of this instrument to prepare the pedicle for screws rather than using this instrument when there is an existing screw present. Conclusion: the root cause is user misuse of the instrument. If further information on the patient's condition is reported, this investigation will be reopened for updating.